Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a backup alarm failure had occurred. A field service technician (fst) went onsite and confirmed the failure in the event log. The fst then replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The fst replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Testing of this cpu with the accusation of a backup alarm failed with e/c 1104. Has been analyzed. The results of the testing of this cpu have resulted in a no problem found. This concludes the investigation, if new information becomes available this record may be reopened.